Event description:
It was reported that during a laparoscopic colectomy, the device separated. It tore into two pieces during the procedure. A second device was used to complete the case. There was no patient consequence.